Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 device annunciated occurrence of 'oxygen device failed alarm'. There was no patient involvement.

Manufacturer narrative:
Visual inspection of the oxygen valve solenoid assembly revealed no evidence of damage or contamination. The valve was installed in the failure investigation (fi) test ventilator in an attempt to duplicate the reported problem. The oxygen valve solenoid assembly was tested and no failures were identified. The root cause for the customer¿s experience of 'oxygen device failed alarm' could not be determined.